Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A supplemental report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the lead model 3778-60, lot # v810734013 found the lead body stylet coil perforated by the stylet. Analysis of the white handle/white cap stylet found the stylet wire to be bent.

Event description:
It was reported that during the implant procedure, the physician removed the stylet and tried to reinsert a new stylet, but was unable to do so multiple times. The procedure was completed with a different lead. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.